Event description:
It was reported that the connecting tube connectors were broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. The device was returned, and an evaluation was completed for it. During the inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that external stress was applied to the lock lever of the connecting tube, which led to the breakage of the tube. Subsequently, the tube was unable to be connected or had applied stress in the wrong direction, causing the external stress. The event can be detected by following the instructions for use which state: " 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.